Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to low atrial intrinsic amplitude. The presenting electrogram demonstrated appropriate device function; however, some farfield r-wave oversensing was observed on stored episodes of atrial tachy response. The ICD remains in service.